Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients upper incision where the paddle lead was placed became infected. The patient underwent an explant procedure.